Event description:
Patient with history of ulcerative pan proctocolitis with dysplasia, undergoing an exploratory laparoscopy, proctocolectomy with ileoanal pouch and loop ileostomy. The physician was using the stapler to cut the portion of the bowel, but the stapler did not fire properly, leaving the lumen of the bowel open. The physician had to do a sewn anastomosis to correct the problem.